Manufacturer narrative:
(B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a wallflex duodenal 27/22x12 stent was implanted to treat a 16-cm stricture in the duodenal bulb due to colon cancer during a stent placement procedure performed on (B)(6) 2017. Reportedly, the stricture was caused by duodenal obstruction which resulted to patient's inability to ingest food. The patient¿s anatomy was slightly tortuous and was not dilated prior to stent placement. According to the complainant, imaging was performed on the day of stent placement, this showed the stent was not fully expanded at the distal end. One week post-stent placement, an x-ray of the implanted stent was reviewed and noted that the distal end of the stent still was not fully expand. No intervention was performed to cover the distal stricture. According to the physician, the patient was terminal, under palliative care and the decision was made to give supported care. Three months later, around january, the patient passed away due to colon cancer that metastasized to pancreatic cancer. Per physician¿s assessment, there is no relationship between the wallflex duodenal stent and the patient¿s death. Note: according to the complainant, the 12 cm long stent was placed for a 16cm long lesion. However, per the wallflex duodenal stent directions for use, "allowing for possible further tumor development and post implant stent shortening (due to continued expansion), determine the length and number of stents necessary to cross the stricture. (The fully expanded stent length should be at least 4 cm longer than the length of the stricture). Should multiple stents be required, the leading stent should be placed first followed by the trailing stent, allowing for adequate overlapping. If the obstruction happens to fall near a bend, it is recommended that the stent(s) total length should be such that the two free ends fall beyond the bend and open freely into the lumen.¿